Manufacturer narrative:
Initial.

Event description:
It was reported that the user ate lunch without announcing the meal, then consumed additional candy while glucose was elevated, after which the device's correction algorithm delivered insulin and the user¿s blood glucose rose to 256 mg/dl before later dropping to 60 mg/dl. The user treated the low, subsequently ate dinner with a meal announcement, and finished the call with a fingerstick of 135 mg/dl. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included return to glucose target after oral carbohydrate treatment. Investigation included troubleshooting and user education focused on meal announcements and missed meal announcement. Investigation of this case revealed use error related to missed meal announcement that led to automated correction dosing and subsequent low glucose, with device performance consistent with design. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically missed meal announcement leading to inappropriate insulin-on-board dynamics.